Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Visual examination of the returned product identified the device was returned with the batteries removed from the pack. Therefore, a lab battery was used for testing. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place inside the plunger housing. Also, the motor would power on when the electrodes were made to touch in both trigger modes when connected to the lab battery pack. No other damage was found. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to device manufacturing process. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1: telephone: (B)(6). G2: foreign - event occurred in china.

Event description:
It was reported during the surgery, there was no water sprayed out from the device during the surgery. There was no patient harm. There was no surgical delay. After removing the package, the device can`t turn on. There was no medical intervention required. Another device was used to complete the surgery. During device evaluation and visual examination of the interior of the pack it was discovered that the batteries had leaked electrolyte inside. Due diligence is complete, no further information is available.